Manufacturer narrative:
The customer's report was observed and attributed to a corrupted data table. The data table was rewritten to resolve the report. Historically, failures of this type are a result of the device's software being upgraded in the field. It is unknown as to how the data table was incomplete or corrupted. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.